Event description:
On 12/26/97 had bard port implanted for chemotherapy. Catheter was found to be broken on 12/15/98. Was removed from the right heart by radiologist. Went to surgery for removal of remainder of port-a-cath and new catheter inserted. Approx 8cm long segment of catheter was retrieved from the right atrium.